Event description:
Report received from (B)(6) stating that the "cutting burr comes off" the device. The device was not used in surgery. It is unk if injury, surgical delay, or medical intervention occurred. There is no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.